Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of plastic, reconstructive & aesthetic surgery (2006) 59, 1068e1072; doi:10.1016/j.bjps.2005.11.036. (B)(4).

Event description:
It was reported via journal article: ¿title: mammaplasty: the ¿modified benelli¿ technique with de-epithelialisation and a double round-block suture¿ author : k. Azzawi, m.d. Humzah citation: journal of plastic, reconstructive & aesthetic surgery (2006) 59, 1068e1072; doi:10.1016/j.bjps.2005.11.036. The study aimed to present a modification to the technique that preserves the shape of the areola and reduce its diameter without the need for a non-absorbable sutures. In the technique, a purse-string 2/0 pds intradermal suture was inserted, to include only the outer edge of the wound. A 4/0 pds intradermal sutures were used in suturing the areola to the de-epithelialised area. There were 8 cases who utilized the technique where two of them were a (B)(6) girl with large areola underwent periareolar approach and a (B)(6) with cup size of 34f underwent a bilateral breast reduction using this ¿round-block de-epithelialisation technique. Of the eight cases, one patient had partial necrosis of left areola (15-25%) which healed within 4 weeks by conservative treatment dressing. Also, one patient developed stitch abscess that affected the regularity of the left side areola. The cause of the necrosis was not clear, although there was an episode of infection around the left nipple. It is possible that the purse-string suture may have compromised the areolar blood supply. It is therefore important not to tighten the purse-string suture too much and compromise the blood supply.